Manufacturer narrative:
Review of the most recent repair record determined the unit would not create a proper mesh. The cutter was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device generated an improper mesh during surgery. There was no adverse events reported as a result of the malfunction. Investigation showed the cutter was replaced as the device would not create a proper mesh.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported that the device generated an improper mesh during surgery. There was no adverse events reported as a result of the malfunction.